Event description:
A user facility's biomedical technician (bmt) reported that a fresenius combiset bloodline had a hole in it resulting in air in the line during a patient¿s hemodialysis (hd) treatment. Follow up with the clinic manager (cm) revealed that the issue occurred forty-four minutes after the initiation of a patient¿s hemodialysis (hd) treatment the machine, a fresenius 2008t machine (serial number (B)(6), alarmed appropriately with an ¿air in line¿ alarm. The hole was noted to be in the blood pump segment. The machine was removed from service following the incident. No issues were found, but the bmt replaced the blood pump module as a precaution. The blood pump module sample is not available. A fresenius dialyzer was also in use. There were no issues noted during priming. There were no changes or disruptions in pressure or blood flow rate during the treatment. The patient¿s estimated blood loss (ebl) was approximately 250ml. The patient was restarted on a new machine and treatment completed successfully with new supplies. There was no patient serious injury or medical intervention required as a result of this event. On the way home from the clinic, the patient felt ill and cold, so they contacted emergency medical services (ems). The cm said that ems evaluated the patient but there was no medical intervention. They patient was not transported to the hospital. The patient completed their next scheduled treatment without any issues. The defective bloodline was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a fresenius combiset bloodline had a hole in it resulting in air in the line during a patient¿s hemodialysis (hd) treatment. Follow up with the clinic manager (cm) revealed that the issue occurred forty-four minutes after the initiation of a patient¿s hemodialysis (hd) treatment the machine, a fresenius 2008t machine (serial number (B)(6)), alarmed appropriately with an ¿air in line¿ alarm. The hole was noted to be in the blood pump segment. The machine was removed from service following the incident. No issues were found, but the bmt replaced the blood pump module as a precaution. The blood pump module sample is not available. A fresenius dialyzer was also in use. There were no issues noted during priming. There were no changes or disruptions in pressure or blood flow rate during the treatment. The patient¿s estimated blood loss (ebl) was approximately 250ml. The patient was restarted on a new machine and treatment completed successfully with new supplies. There was no patient serious injury or medical intervention required as a result of this event. On the way home from the clinic, the patient felt ill and cold, so they contacted emergency medical services (ems). The cm said that ems evaluated the patient but there was no medical intervention. They patient was not transported to the hospital. The patient completed their next scheduled treatment without any issues. The defective bloodline was reported to be available to be returned to the manufacturer for evaluation.